Event description:
It was reported that the lcsc5 was being used during a laparoscopic ventral hernia repair. The device was attached to an hp052. It was reported that a portion of the jaw of the device had broken off and was retained in the pt's abdomen. The staff nurse asked what should be done to retrieve the lost portion of the device. The staff member suggested that an xray be taken. The staff nurse said that was ordered but was yet to be taken. The staff member spoke with the physician; the staff member stated that the portion of the device should be radiopaque; the staff member stated that what method for retrieving the portion of device was up to the physician. The physician stated that he may leave that portion in the pt. The staff member stated that they did not know if it was biocompatible; the surgeon stated that he would decide. Instructions were given to the staff nurse for confinement and return of the device for analysis and the retrieved portion should that be available. The consequence to the pt is unknown. The procedure was completed.